Manufacturer narrative:
(B)(4). Initial report additional information including; x-rays (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event .

Event description:
Trifit ts / trinity revision of stem, trinity ceramic head, cup & ecima liner after approximately 11 months due to instability.

Manufacturer narrative:
(B)(4). Final report additional information including; x-rays (primary and revision), patient activity level, weight and medical history, did the patient follow correct post-op protocol and an update on the patient post revision was requested, however none has been provided, and the explanted devices were not available, therefore the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with this event conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event .